Event description:
It was reported that the blood glucose monitor displayed low blood glucose results recently. The exact results and time of the results were not provided. The patient's blood glucose level increased suddenly. On (B)(6) 2023, the patient vomited and felt very sick. The patient was taken to the endocrinologist and an hba1c test was performed. The test result was not provided; however, the patient was advised to go to the hospital. The patient was treated with potassium via IV around 8 times at the hospital. The hospital didn't have sodium which was also required to be administrated via IV. The patient was still feeling sick. On (B)(6) 2023, the patient was transported to another hospital where a result comparison was performed. The patient received the following results within 15 minutes: 120 mg/dl (patient's meter) and 570 mg/dl (hospital's meter). The patient was still sick at the time of the result comparison. The patient then went into a coma and was admitted to the intensive care unit for 6 days. The patient was treated with potassium and sodium via IV. Frequent laboratory tests were performed for the patient including hba1c and a sodium blood test. The test results were not provided. The patient was released from the intensive care unit but is currently still at the hospital under observation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.